Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was in use the doctor noted that there was a leak on the sheath. As a result, a new kit was opened, and a second attempt was made successfully. Patient outcome reported as fine. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "leak on the sheath" is confirmed. The returned saf sheath was noted with a leak from the sheath seal during functional testing. During inspection, the sheath seal was noted to have an enlarged/damaged dilator opening. Upon return of the device, the dilator was inserted within the sheath which can potentially compromise the seal over time. The root cause of the enlarged/damaged dilator opening of the sheath seal is undetermined, a potential cause is due to the seal becoming compromised over time. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon (iab) was in use the doctor noted that there was a leak on the sheath. As a result, a new kit was opened, and a second attempt was made successfully. Patient outcome reported as fine. There was no report of patient complication or serious injury and death.